Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced the high blood glucose 575 mg/dl. Customer current blood glucose was 525 mg/dl. Customer also had blood glucose 160 mg/dl and 170 mg/dl. Based on customer report customer does not allege pump was under delivering. Customer was treated with the insulin pump and manual injection.. Customer declined the troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.